Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Visual inspection did not note any anomalous conditions in shape or structure. Mechanical inspection revealed the helix consistently extended and retracted within eight turns. Helix, fully extended, measured .072 inches within specification. Primary analysis findings: no anomalies found, lead functionally normal.

Event description:
It was reported, sensing difficulty, high impedance and lead dislodgement occured during the implant procedure. Furthermore, it was noted the screw mechanism appeared suspect at initiation of the procedure. Consequently, this device was not implanted. A same brand lead was implanted uneventfully. No patient complications have been reported as a result of this event.